Event description:
A mechanically ventilated patient was prepared for transport and connected to an ht-50 ventilator powered by e cylinder. The transport started and the patient immediately presented with marked desaturation and instability. No ventilator alarms or obvious malfunction were noted at the time. The patient was returned to the ICU and placed on an ICU ventilator in room. The patient's desaturation immediately resolved and the ventilator and e cylinder were tagged and sent to bio-med. The ventilator operated properly, but analysis of the oxygen e cylinder's male diss connection revealed a narrower-than-normal outlet shoulder. This narrowed shoulder would not provide a sufficient "seat" for the chemtron quick-connect female diss outlet shoulder to match against, preventing oxygen from being released from the tank. A review of > 80 existing e cylinders in the hospital revealed that at least two cylinders had the narrow shoulder design. The cylinders were removed and sent back to the distributor. Additional tanks have been received from the distributor with the same design. See illustration.